Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Your report will be helpful in trend identification, driving appropriate corrective actions and supporting our commitment to continuous quality improvement. Investigation conclusion: from the verbatim, the probable root cause for blood leaking from the injection port could be due to valve issue. CAPA# (B)(4) has been initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned.

Event description:
It was reported that 5 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: faulty venflon - during injection contrast - contrast over patient, had flushed fine.